Manufacturer narrative:
The fse assessed the device on-site and found that the problem was with the buttons on the paddle. The paddle was replaced, restoring the device to full operation. The device remains at the customer site and no further evaluation is needed at this time.

Event description:
It was reported to philip that the device had unspecified hardware issues. There was no patient involvement.